Event description:
The healthcare professional reported that during a thrombectomy procedure, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000144400) was advanced into the target vessel without any issue. During the second pass, the zoom 71 catheter (imperative care) was pulled back into the emboguard and a portion of the clot occluded the emboguard during the pass. The system of the emboguard and zoom 71 catheters were removed from the patient¿s body. The emboguard was kinked during the removal of the system from the patient¿s body. The physician noticed a possible dissection in the right femoral artery area. Access to the left femoral artery was obtained and the remainder of the case was performed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (0000144400) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Vascular dissection is a known potential complication associated with the use of the emboguard device and is mentioned as such in the instructions for use (IFU). Since a kink occurred, there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, but the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. However, the severity of the event is unknown and the relationship of the emboguard device to the reported event cannot be excluded. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-jul-2022. [Additional information]: on 18-jul-2022, additional information was received. The information indicated that the target vessel was unknown, the vessel tortuosity was medium. The dissection of the right femoral area was confirmed. Per the additional information, the physician attributed that the kinking of the catheter may have caused or contributed to the dissection. No medical and/or surgical intervention was performed. The introducer sheath used was an 8fr pinnacle® introducer sheath (terumo interventional systems). An access catheter (unspecified brand) was used. Continuous flush was maintained. The additional information indicated that remainder of the case via the left femoral access was not done with another emboguard, however, the device used to complete the procedure was not provided with the additional information. There was a delay in the procedure, however, the duration of the delay is unknown. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jul-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000144400) was advanced into the target vessel without any issue. During the second pass, the zoom 71 catheter (imperative care) was pulled back into the emboguard and a portion of the clot occluded the emboguard during the pass. The system of the emboguard and zoom 71 catheters were removed from the patient¿s body. The emboguard was kinked during the removal of the system from the patient¿s body. The physician noticed a possible dissection in the right femoral artery area. Access to the left femoral artery was obtained and the remainder of the case was performed. On 18-jul-2022, additional information was received. The information indicated that the target vessel was unknown, the vessel tortuosity was medium. The dissection of the right femoral area was confirmed. Per the additional information, the physician attributed that the kinking of the catheter may have caused or contributed to the dissection. No medical and/or surgical intervention was performed. The introducer sheath used was an 8fr pinnacle® introducer sheath (terumo interventional systems). An access catheter (unspecified brand) was used. Continuous flush was maintained. The additional information indicated that remainder of the case via the left femoral access was not done with another emboguard, however, the device used to complete the procedure was not provided with the additional information. There was a delay in the procedure, however, the duration of the delay is unknown. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified torsion / twist damage at approximately 780mm from the distal tip, kinking of the shaft at approximately 835mm, 747mm, 631mm, and 126mm from the distal tip and flattening of the shaft between approximately 32mm and 40mm, and between 65mm and 85mm from the distal tip of the emboguard device. Minor flattening of the shaft was also observed at the proximal balloon bond. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The balloon on the returned emboguard device could not be inflated. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the initial kink (835mm from distal tip) as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that a portion of clot occluded the emboguard bgc during the second pass of the zoom 71 aspiration catheter. The entire system was removed from the patient, and it was observed that the emboguard bgc was kinked. An attempt to recreate the kinks present on the shaft could not be performed due to insufficient information provided. An attempt to recreate the torsion / twist damage with a sample device indicated that torquing an unsupported emboguard bgc with flattening present on the shaft could have contributed to the torsion / twist damage on the returned device. A review of the manufacturing documentation associated with this lot (0000144400) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned emboguard device shows visible damage (torsion / twist damage) at 780mm, (kink) at 835mm, 747mm, 631mm, and 126mm, and (flattening) between 32mm and 40mm and between 65mm and 85mm from the distal tip, and (minor flattening) at the proximal balloon bond. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the twist damage / kink / flattening present prevented the ball gauge from advancing though the entire bgc main lumen. The balloon on the returned emboguard device could not be inflated. The complaint report detailed that a portion of clot occluded the emboguard bgc during the second pass of the zoom71 aspiration catheter. The entire system was removed from the patient, and it was observed that the emboguard bgc was kinked. An attempt to recreate the torsion/twist damage with a sample device indicated that torquing an unsupported emboguard bgc with flattening present on the shaft could have contributed to the torsion / twist damage on the returned device. Root cause of the kinks present on the shaft could not be determined due to insufficient information provided (i.e. Device position, procedural step at which the device kinked, number of kinks observed post removal from the patient). The reported issue was confirmed based on the evaluation and analysis of the returned complaint device. Assignment of root cause for the event remains speculative and inconclusive due to insufficient information provided (i.e., device position, procedural step at which the device kinked, number of kinks observed post removal from the patient). However, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.